Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed alert 38 indicating a consecutive motor stall, which persisted after priming, rewinding, and a firmware update followed by a restart. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included customer service troubleshooting and education, review of device performance based on reported alarms. Investigation of this case revealed a suspected motor stall malfunction of the insulin delivery mechanism, consistent with the reported consecutive stalled motor alerts indicating a device mechanical or component performance issue. It was concluded, based on previously established findings for similar reports, that the probable cause was a device component malfunction related to the drive mechanism.